Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, red particles, cloudy color in the gel, crease flat, deformation. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Surgery date is for planned surgery. There is no confirmation that surgery has occurred at this moment in time. Reason for reoperation: capsular contracture, baker grade iii-IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported capsular contracture, baker grade iii-IV on the right side. Device remains implanted.